Manufacturer narrative:
Additional information/corrected data: corrected data: h6 h10: after further review of the record, it was identified that conflicting results occurred for which the customer considered the positive result to be false. Additonal information: additional information received from the customer identified two (2) additional lot numbers related to this event. This MFR. Report is now one (1) of three (3). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017280 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1017280 , test base part number 190-430 / lot: 1017280 . The lot met the required release specifications. (B)(4). (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, as the logfiles were not provided. Reference MFR report: 1221359-2021-02237 1221359-2021-02238

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results with the ID now covid-19 assay on a new ID now instrument. The customer reported that they confirmed with their older ID now instrument. After cleaning the instrument per product insert, negative qc returned negative results. No further information was provided. Attempts to gain further information were unsuccessful. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.